Manufacturer narrative:
The reported product was returned without an associated complaint. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces measuring 10.5 cm at the connector portion, and 41.0 cm at the distal portion. Visual inspection found full breached insulation degradation 6.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.